Event description:
The device was used during a thoracoscopic lobectomy procedure. Reportedly, bleeding occurred from the staple line. The surgeon manually sutured the staple line to correct the condition. The hosp has reported no pt injury occurred.